Event description:
The device was explanted on (B)(6) 2021 due to a methicillin-resistant staphylococcus aureus (mrsa) infection in the area of the implant. Viomycin was used to treat the wound, however the infection could not be cleared and therefore the user had to be explanted. The skin over the implant was not intact at explantation.

Manufacturer narrative:
Additional information: according to the received information, the recipient presented with swelling, purulent drainage and open skin incision within 30 days from the surgical procedure. Therefore, also considering proper sterilization of the device, a surgical site infection can be assumed with wound colonization at the time of surgery. No information available points to the implant being the source of the infection. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: according to the received information, the recipient presented with swelling, purulent drainage and open skin incision within 30 days from the surgical procedure. Therefore, also considering proper sterilization of the device, a surgical site infection can be assumed with wound colonization at the time of surgery. No information available points to the implant being the source of the infection. The concerned device was explanted, however only a part of the electrode has been received for investigation. No damage, which has been present whilst implanted has been found. This is a final report.

Event description:
The device was explanted on (B)(6)2021 due to a methicillin-resistant staphylococcus aureus (mrsa) infection in the area of the implant. Viomycin was used to treat the wound, however the infection could not be cleared and therefore the user had to be explanted. The skin over the implant was not intact at explantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly there was an (B)(6) infection and therefore the implant was explanted.